Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 (implantation procedure date) as no specific event date was reported. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh and tot (trans-obturator tape) procedure performed on (B)(6) 2017. According to the complainant, after the procedure, there was heat generation in pod5 and the patient was diagnosed with cellulitis in the left buttock. Fever was reportedly alleviated with the use of an antibacterial drug. However, heat generation was again noted in pod9 and pus accumulation was recognized in the left buttock in pod10ct. Subsequently, incision drainage was performed in the left buttock and the patient's progress was reported to be good. The patient was then discharged from the hospital. During the patient's follow-up examination one month after the surgery, the patient still showed good progress and CT image showed no recurrence of mesh infection.